Event description:
It was reported that the physician found the distal tip of the guideiwre peeled before use. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the guidewire nitinol and core wire were separated at 2.0mm from its distal end; however, the guidewire platinum coil was only stretched (hence the device was still in one piece). There was no peeled hydrophilic coating, as it was present throughout the guidewire distal section; however, the coating appeared to be delaminated. The guidewire polytetrafluoroethylene (ptfe) coating was scraped off at 41.0cm from its proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collect. The guidewire was bent on several places along its length and slightly shaped on its distal section. The guidewire outer diameter and coating were found to be within specifications. The fracture and bents to the guidewire appeared to be related to resistance possibly encountered during withdrawal; however, this cannot be determined as this was not mentioned by the user. The observed scraped ptfe coating is related to insecure tightening of the torque device. The device directions for use (dfu) specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. Although the hydrophilic coating was found delaminated, the coating was still present on the guidewire. It is possible that the hydrophilic coating delamination was a result of the interaction between the guide catheter, hydrophilic coating and procedural fluids (saline, contrast, blood, etc.); however, because this could not be re-created during analysis; a root cause of undeterminable has been assigned to the reported issue.

Manufacturer narrative:
Subject device is not available

Event description:
It was reported that the physician found the distal tip of the guidewire peeled before use. There was no patient involvement.